Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing, and delivered several inappropriate shocks in more than a single episode for a rhythm that was felt to be atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, the device and electrode exhibited high shock impedance measurements of 174, 181, and 185 ohms following shock delivery. Technical services (ts) discussed the shock zone versus the conditional shock zone with the field representative. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing, and delivered several inappropriate shocks in more than a single episode for a rhythm that was felt to be atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, the device and electrode exhibited high shock impedance measurements of 174, 181, and 185 ohms following shock delivery. Technical services (ts) discussed the shock zone versus the conditional shock zone with the field representative. No adverse patient effects were reported. This device remains in service. It was reported that the device was later part of a system explant with no information suggesting the explant was related to the previous observations. No adverse patient effects were reported. The product has been received for analysis.